Event description:
Patient reported a blood glucose results of 67mg/dl and 380mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Customer service found out the test strips were discolored and sent patient a new meter and a new vial of test strips.